Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to high out-of-range impedance measurements and loss of capture (loc) confirmed through the implantable device and pacing system analyzer (psa). There was no evidence of asystole. No additional adverse patient effects were reported.